Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He traced the failure back to a defective motor circuit board. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part has been requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump system with tubing clamp not keeping the speed, stopping after few seconds and displaying an error message during priming. There was no patient involvement.